Event description:
The customer stated that he was treated by the paramedics three times in the past week and a half. Troubleshooting revealed that the insulin pump was having a problem priming and the customer was connected to the infusion set during priming. Therefore receiving large amounts of insulin. Advised the customer to discontinue using the insulin pump due to the prime anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.